Event description:
The following has been reported: "pump is continuously giving and air in lines message with multiple cassettes when there is no air in the lines. We have tried cleaning the sensor with no improvement. No patient harm or infusion interruption." Preliminary technical failure summary after log review is that there was a sensor hardware failure of the downstream pressure sensor and that this issue delayed an active infusion. Reporting due to the referenced technical issue. No adverse effects to the patient were reported. More information is needed to complete the investigation.

Event description:
The complaint was flagged for having a potential sensor hardware failure (downstream air sensor). A final acceptance test was performed to replicate the customer's complaint. The pump was able to pass testing with no signs of fault or failure. The pump was reverted to manufacturing mode for further testing. The pump was able to pass front housing testing as well. A visual inspection of the set ID/bubble detector was performed to identify any other possible sources of fault. All connection ports were properly connected and there were no signs of fluid ingress. Additionally, during the investigation it was discovered that the fva flag board dsps sensor was getting stuck in its housing. This component will be replaced by the repair team and all functional testing will be performed to ensure functionality.